Event description:
A home patient contacted baxter's technical service center for assistance during dwell 2/4 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the homechoice set supply oine spike and the port of the solution onto the nightstand. Baxter's technical service assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.